Event description:
The report number is not legible, but the cover letter indicates that it was sent to FDA on 4/2/98. The report indicates that the guidewire's polyurethane coating sheared from the wire core during use. There was no injury to the pt.